Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate reading, after loading the cartridge with 300 units of insulin. The customer successfully loaded a new cartridge and received an accurate fill estimate. There was no impact to the customer¿s blood glucose level.